Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed but the reported failure could not be replicated or confirmed. Visual inspection found no damage on the cables. The instrument moved intuitively with full range of motion in all directions. No product issue was identified. Additional observation not reported by site: the instrument was found to have blade damage at the tip of the blade. Both blade edges were indented, which prevents the blades from closing properly. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm mega suturecut needle driver instrument was sticking out. The procedure was completed with no reported injury.